Event description:
The reporter stated that the surgeon inserted a cq2015 3 piece collamer lens. The lens tore during insertion into the eye. The lens was removed without enlarging the incision. No patient injury. The cause of the lens was due to a loading error.